Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0p7r5, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), : product type: programmer, patient. Product ID: 3387s-40, lot# va0kc0b, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4)

Event description:
Information was received from the health care professional (hcp) that reported they wanted to scan the brain because the patient had been admitted with an altered mental status as well as a possible cerebral lesion. The patient was implanted for essential tremor and movement disorders. Further follow-up was being done to determine when did the patient first start to experience the symptoms, to clarify the symptoms, to determine if there was a device issue, and what actions/interventions were taken.